Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported an insertion issue with her adc freestyle libre sensor, stating the applicator "would not fire" and her sensor did not apply. Customer further reported that due to being unable to test, she experienced feeling lightheaded and a loss of consciousness and her caregiver called an ambulance. Paramedics arrived and customer was taken to a hospital where she was treated with humulin insulin. No further information was reported as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an insertion issue with her adc freestyle libre sensor, stating the applicator "would not fire" and her sensor did not apply. Customer further reported that due to being unable to test, she experienced feeling lightheaded and a loss of consciousness and her caregiver called an ambulance. Paramedics arrived and customer was taken to a hospital where she was treated with humulin insulin. No further information was reported as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.